Event description:
Per the clinic, the patient experienced an infection near the abutment. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on 03 december, 2021.